Manufacturer narrative:
This ipg serial number was included in a field correction. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt felt a burning sensation at the ipg site. It was reported the sensation was present whether the stimulation was on or off. The pt pointed out the area of discomfort, which was approx 3 inches above the ipg. It was suspected the area was irritated where the leads met the ipg. A pain creme was prescribed for the issue.